Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest reported blood glucose of 320 mg/dl while feeling ill and after eating a higher-carbohydrate meal; during follow-up, reports showed the glucose was trending down after dinner. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued monitoring with education and troubleshooting provided. Investigation included review of device data and user reports. Investigation of this case revealed no device malfunction identified, with hyperglycemia plausibly related to intercurrent illness and carbohydrate intake, and device performance consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user condition and meal-related variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.